Event description:
During the smartview upgrade to 2.44 version, the message error stating about virtual memory low was displayed. Neither device interrogation nor other task could be performed afterwards. The smartview 2.42 version was installed. However, there were no files displayed on the user interface and the smartview version was not displayed on the settings tab. The programmer was returned for repair.

Event description:
During the smartview upgrade to 2.44 version, the message error stating about virtual memory low was displayed. Neither device interrogation nor other task could be performed afterwards. The smartview 2.42 version was installed. However, there were no files displayed on the user interface and the smartview version was not displayed on the settings tab. The programmer was returned for repair.

Event description:
During the smartview upgrade to 2.44 version, the message error stating about virtual memory low was displayed. Neither device interrogation nor other task could be performed afterwards. The smartview 2.42 version was installed. However, there were no files displayed on the user interface and the smartview version was not displayed on the settings tab. The programmer was returned for repair.

Manufacturer narrative:
Preliminary analysis showed a hardware failure. The programmer was repaired in our laboratory.